Event description:
It was reported that a patient with cervical dystonia was implanted with bilateral paludal dbs and a right chest rc+s about a year ago and recovered very well. One year later patient noted yellow drainage from a small opening in right parietal area and went to the emergency room. The opening was over one of the dbs leads where it inserted into the lead extender. He had no pain or tenderness or erythema ad no systemic signs. All hardware was removed on (B)(6) 2021. Also noted there was cloudy yellow fluid around the ins. The distal lead extenders/proximal connectors were sent for culture. See user facility medwatch mw5106570.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_ext , serial# unknown, explanted: (B)(6) 2021, product type: extension. Product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2021, product type: lead. Product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2021, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.